Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was hot to touch while charging and the customer received a mild burn which was self-treated and medical attention was not required. There was no known impact to the customer's blood glucose.